Event description:
It was reported the customer unable to exit from the preparing to prime loop while refilling their cannula. The customer stated the issue has occurred three times in the past 10 days. Customer's blood glucose was 120 mg/dl. The customer stated numbers appeared on their screen during troubleshooting. The customer was advised to revert to a back-up plan while their insulin pump was being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.